Event description:
It was reported that during surgical use the device broke during reaming. No fragments, parts or pieces fell into the patient. All pieces were accounted for. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the disassembled tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone. The operative technique was updated to warn users against holding the sleeve of the tri- driver stationary while reaming.